Event description:
In this event it was reported that a xive s plus d 5.5/l 11 implant, which was placed on (B)(6) 2006 and restored on (B)(6) 2006, has migrated into a pt's sinus cavity. On the available x-ray that has been taken by the dentist in (B)(6) 2011 the implant is detectable in the left sinus cavity. Furthermore a very thin residual bone layer in the posterior area of the maxilla is visible. The dentist placed the implant in the distal area where the remaining bone height seemed to be sufficient. However, after five years in function the pt realized that the implant was no longer stabilizing the fixed prosthesis and presented herself at the dentist's office. After recognizing that the implant was migrated into the sinus the dentist forwarded the pt to an oral surgeon for further treatment. However, the pt was treated approx 2 months later for unk reasons. The removal was uneventful, and the pt has fully recovered.

Manufacturer narrative:
According the available info the implant will be replaced at a later date. It is not unk in implantology that implants can migrate. However, this occurs usually during the placement or during the healing period, caused by insufficient planning and/or improper performance of augmentation procedures, e.g sinusfloorelevation. The migration under function might be a sign of very soft bone quality and/or insufficient osseointegration. Therefore, because medical intervention was necessary in this event, it is reportable per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements, and found to be in specification.